Event description:
Report received from the USA stating that the device had cord damage. Device was used in knee surgery. Date of the event is unk. There was no user or patient injury, however it is unk if medical intervention or a delay occurred during the surgical procedure. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).